Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 585 mg/dl at the time of incident and blood glucose was 307 mg/dl at the time of call. The customer declined troubleshooting for high blood glucose. The customer was treated with bolus. The customer also reported sensor issues. Customer will not return device for analysis.